Event description:
Customer reported that the insulin pump was beeping every twenty minutes. The blood glucose reading was 174 mg/dl. Customer reported that it was the insulin pump and not something nearby that was giving off the noise. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement test and self test. The device was monitored and did function properly. No audio/beep anomaly during testing. No cosmetic damage noted.